Manufacturer narrative:
(B)(4). Method: device has been requested. No product returned. Result: complaint could not be confirmed. Conclusion: the printer and the label maker are not mfg by itc. No conclusion can be drawn. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports that printer was hot and smoking. No adverse event(s) reported.